Event description:
A customer contacted beckman coulter inc. (Bci), regarding very elevated troponin (accu tni) results generated by the access 2 instrument for one pt. Three samples were drawn from a pt, and results were in the range of 8.19 ng/ml- 9.13 ng/ml. The samples were re-tested 2 days later, and repeated results were in the range of 7.44 ng/ml - 8.05 ng/ml. Per customer, the specimens were diluted 1:2 and 1:3 and a linear recovery was obtained; however, customer did not provide actual diluted results. In addition, the samples were tested on a different instrument and results "were similar", but exact results were not supplied. There was no effect to pt in connection to this event.

Manufacturer narrative:
Sample collection and preparation data was not supplied. Qc was in range prior to and after the event. A system check run in 2008 passed all specifications. There were no result flags or event log messages associated with this event. Service was not dispatched; customer declined service, as only one pt's samples were in question. No other assays were in question and the instrument was performing to specifications. A possible sample interferent was discussed with the customer; however, they did not have sufficient sample to send to customer product line support (cpls) for interference testing. A clear root cause cannot be determined for this event. A malfunction will be assumed for the purpose of this report..